Manufacturer narrative:
Concomitant medical product: 503458 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.